Manufacturer narrative:
The stm that encountered the issue replaced the printer assembly to resolve the issue. The fse then performed a full pm/system test and all tests passed to factory specifications. The unit was then released for clinical use.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) found that the printer would not work (no paper advance). There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.